Event description:
In a telephone conversation with the distributor (B)(4), the user facility indicated that biopatch had been used on many (B)(6) that developed yellow crusty exudate. A review of complaints for 2008 was performed and it was determined that an MDR was not filed for this complaint. This complaint is linked with complaint (B)(4) in which an MDR was filed. Our medwatch reference number is (B)(4). The distributor made several attempts to request additional information from the user facility. To date, no further information has been provided. Integra made several requests to the distributor and the user facility to obtain additional clinical information as well. Our last communication sent certified mail on (B)(6) 2009.

Manufacturer narrative:
The involved device is not available for return and evaluation. The complaint states that there were several cases of yellow exudate and a case of blood infection. Integra does not know what medication the (B)(6) patients may have had to cause the yellow exudate or react with biopatch to cause a yellow exudate. The overall biopatch complaint rate is 0.0005%. No lot number available for investigation of the device history record. Given the description of the event and the lack of returned product, the root cause could not be determined at this time. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.